Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was not replicated or confirmed with the device. The device was put through to extensive testing without duplicating the report. The device's battery was received depleted and it was confirmed that the returned battery did not power on the device. It could not be firmly established what the state of charge the battery was in when the user attempted to power on the device. The log were not available for review. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.